Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt did not charge or have stimulation for over 3 months. She tried another charger and the ipg would not recharge. The pt added space and pressed down on the antenna to no avail. A replacement of the ipg resolved this issue.

Manufacturer narrative:
Results - the product was received with both septum lips damaged. The ipg was placed on the lab charging bank and successfully charged. No physical or functional anomalies were observed that would contribute to the complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.